Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 317.3 cm from the top of the connector to the tip. The exposed glass tip measured approximately 3 mm and the tip was degraded . Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination of the connector showed that the connector was melted. The sma strain relief boot was melted and detached from the connector. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. Damage to the connector and laser energy passing through the device would cause the connector to overheat and melt. It is likely that the handling of the device during setup caused damage to the fiber that manifested during the procedure. The condition of the returned fiber was consistent with used of a damaged fiber. No other issues with the device were noted. The reported event was not confirmed. The event states that the device was not recognized, but the condition of the returned fiber is consistent with use of a damaged fiber. The analysis of the returned device showed that the connector was melted and the tip was degraded. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 26, 2020 that a flexiva ID tractip 200 laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p120 laser console. According to the complainant, during preparation, the laser fiber was plugged into the laser unit and it was not recognized. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber connector overheats.